Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient were reporting that they had the cat scan they had done turned off their interstim device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was the patient wanted to know if the clinician programmer could tell the last time they recharged and it was confirmed that it could. They recharge stimulator once a month. The patient went to the doctor (B)(6) 2022 just for a check-up of the interstim system, and an ultrasound to see they are getting results from the therapy. The patient charged the ins battery on (B)(6) 2022. It was a normal charge. On (B)(6) 2022 they charged and it charged really fast, faster than any charge before. On (B)(6) 2022, they put recharger on and got the beeps it found the stimulator and was charging. The recharger stopped for a few minutes. Usually if they move the recharger it will start searching. Instead, it seemed to be going to sleep. They moved it all around abdomen and it was like the recharger didn't know they moved it and then it went to sleep. Finally, the patient had to go to sleep after hours of dealing with the recharger. The handset was dead so they had to wait a few days. The patient tried the next day. On (B)(6) 2022 they went to the emergency room and had a computerized axial tomography (cat) scan. The patient was on sleeping medicine. That was on friday. They were still having pain on sunday. The stimulator was checked and it was off. It was suggested that if the stimulator was already charged it might have been just shutting off because it was already charged. The patient doesn't know if on (B)(6) 2022, the doctor's office turned off stimulation. The patient suspected the doctor turned it off. The doctor's office refused to check the last recharge date and get their programmer. It was explained that the only way the stimulation usually gets shut off is either by the patient, if the battery gets too low, or the doctor shuts it off. The patient hasn't used the handset since surgery. They had 40% charge when they had the magnetic resonance imaging (MRI) so the battery wasn't too low. The patient said when they replaced the device they had to go in deeper then they normally would because they had to get all the wires out.